Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device is not available for evaluation. No further investigation activities will be conducted as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reports that unitized set screw (199721001) loosened after surgery and was not in the screw head anymore. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.